Event description:
It was reported that the ventricular lead was unable to capture. It was also reported that there was increased impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.